Event description:
It was reported following an iliac angioplasty and pre-deployment angiogram, an angio-seal device was successfully deployed to seal the arteriotomy site. The patient developed symptoms of a retroperitoneal hematoma. An exploratory laparotomy via a midline incision revealed a right flank extra peritoneal hematoma and a small hole in the common femoral artery. The artery was repaired with a single suture and a redivac line was placed to evacuate the hematoma. The angio-seal device could not be located. The physician stated the arteriotomy site may have been high. The event occurred during an angio-seal sts upgrade; the st. Jude medical representative was present. The patient was reportedly recovering and had been discharged to home.